Event description:
Unomedical reference number 1(B)(4) event occurred in saudi arabia on (B)(6) 2024, it was reported that the patient faced a bent cannula. The blood glucose level of the patient at the time of incident was 600 mg/dl and the patient felt sick. Therefore, the patient went to emergency room at 3: 00 pm. The high blood glucose was treated with insulin drip. The patient stayed in hospital for one day. Currently, the blood glucose level of the patient was 210 mg/dl. No further information was available.